Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up with a device that was post-paced t-wave oversensing. The patient did not receive therapy. The oversensing was noted on a stored egm. The device was reprogrammed successfully and remains implanted.